Manufacturer narrative:
The unit was received with a blank display due to moisture damage on the electronic assembly. During visual inspection the motor also had moisture damage. The unit had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip, and a scratched reservoir tube window.

Event description:
The customer called to report that he fell into water and the insulin pump had fluid behind the display. The customer's blood glucose level was 130 or 150 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.